Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 3.3, (lot # 241836). Date: (B)(6) 2011, inratio: 2.9, (lot # 248203). Pt's target therapeutic range is 2.0-3.0. Meter results done minutes apart.

Manufacturer narrative:
Investigation pending. Add'l lot # 241836.